Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose of 430 mg/dl. Customer's blood glucose was 318 mg/dl at the time of the call. The customer also stated they were hospitalized one year ago. The customer reported being in a diabetic coma and experiencing a heart attack. The customer also inquired how to operate their insulin pump. No additional information provided.